Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle hub separates from the device. This occurred on 10 occasions before use. The following information was provided by the initial reporter:" the clear portion of bd vacutainer eclipse 22g blood collection needle separates from the black portion near where it screws into the hub. Customer has had multiple incidents where the clear portion of bd vacutainer eclipse 22g blood collection needle separates from the black portion near where it screws into the hub. It pulls off instead of safely unscrewing leaving the exposed needle.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub / collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1277214 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle hub separates from the device. This occurred on 10 occasions before use. The following information was provided by the initial reporter:" the clear portion of bd vacutainer eclipse 22g blood collection needle separates from the black portion near where it screws into the hub. Customer has had multiple incidents where the clear portion of bd vacutainer eclipse 22g blood collection needle separates from the black portion near where it screws into the hub. It pulls off instead of safely unscrewing leaving the exposed needle.¿